Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an endoscopic papillary large balloon dilatation (eplbd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the gauge needle did not move when the physician attempted to inflate the balloon. Although the gauge needle did not move, the balloon was still able to be inflated. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the complaint device was performed, and there were no issues noted. A functional test was performed and found that when pressurizing the device, the gauge needle did not move from 0 atm. It is probable that the device was mishandled during storage of the device in the hospital or during preparation of the device during the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause is handling damage.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an endoscopic papillary large balloon dilatation (eplbd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the gauge needle did not move when the physician attempted to inflate the balloon. Although the gauge needle did not move, the balloon was still able to be inflated. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good.